Event description:
It was reported that loss of capture was observed on the device. The patient is pacemaker dependent. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.